Event description:
A customer contact baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during initial drain. The home patient's (hp) patient extension line came apart. The technical service representative (tsr) explained the alarm. The hp would set up again with new supplies. The tsr referred the hp to the on call nurse for further medical instructions. The hp's nurse was contacted and stated that the transfer set became separated from the plastic catheter adaptor, at the adaptor site. There was no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
Per the nurse, the sample was discarded.